Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. There was no reported adverse impact to the customer's blood glucose level. Tandem technical support made multiple follow up attempts with the customer to obtain additional information, however, no response received.